Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle unit in the gas modules and the control printed circuit board (pcb) were found defective. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs were provided and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported the the control printed circuit board (pcb) and nozzle unit of the gas modules need to be replaced. There was no patient involvement. Manufacturer's ref.#:(B)(4).